Event description:
It was reported that the implantable neurostimulator (ins) had early battery depletion. Additional information received that during troubleshooting, the problem was found to be a short cut in the active stimulation contact with 87 ohm. The device was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID unknown, product type lead. (B)(4).